Event description:
Device 2 of 2. Reference MFR report#: 1627487-2013-05423. It was reported the pt has not recharged or used his scs system since he began to experience inadequate coverage. It was also reported the pt plans to have his scs system explanted due to needing to undergo an MRI.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.